Event description:
It was reported that during central processing, the large suturecut needle driver had a wire sticking out. There was no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer could not provide any further information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument, however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was found to have a frayed grip cable at the grip hub, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. Further investigation found a loose grip cable at the grip hub. This is caused by cracked clamping pulley at the proximal end. The instrument was also found to have a cracked clamping pulley of input # 7 (grip). The cracks resulted in loss of tension of the correlating grip cables in the distal end. The instrument was found to have an excessive amount of dried, white residue on the clamping pulley of inputs located in the backend of the instrument. The groove surfaces exhibited a residual, powder-like deposit, that could be removed by wiping.